Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that the pt implanted with this right ventricular (rv) lead developed symptoms of hypotension, bleeding in an unspecified area, and had a minor stroke. A CT scan was completed and it appeared that the lead went through septum into the left ventricle. The pt was discharged. No additional adverse pt effects were reported. At this time, the plan is to allow the pt to stabilize and further decision will be made at a later date. Records indicate this lead remains in service. Should additional info become available this report will be updated.